Event description:
An opthalmologist reported a female patient experienced a corneal ulcer which was positive for pseudomonas, a resulting corneal scar and decreased visual acuity following the use of complete moistureplus multipurpose solution with her acuvue advance contact lenses. The patient began to experience symptoms around the end of 2006. Apparently, she was taken to an emergency room and treated with gentamycin for 48 hours prior to being seen by the reporter. When she presented in the beginning of 2006, the right eye was observed to have a centrally and slightly temporal corneal ulcer, approximately 8mmx10mm. She was treated with vigamox (moxifloxacin), fortified tobramycin, one drop every 15 minutes for the first 2 hours, tapering to one drop every 30 minutes for one day and then tapering to every 2 hours. During a follow up visit, the doctor also added homatroprine, one drop twice daily. The patient's complete moistureplus cap and contact lense case were cultured by an outside lab and found to be positive for pseudomonas; the solution was not cultured. Six days later, the patient was doing better and tobramycin was discontinued. The patient's corrected visual acuity in the right eye prior to the event was 20/20; the same day, it was "pinholed" at 20/40. The reporter judged the event to be severe, required intervention to preclude permanent injury but did not have an opinion as the relationship of the event to the product. Follow up with the reporter two months later, revealed that the patient was last seen on the day before, where best corrected visual acuity was 20/40, pinhole to 20/30. There was 10-20% thinning of the central cornea, the a/c was clear. Patient was still using vigamox five times a day. She was to be seen again in one month.

Manufacturer narrative:
Batch record review, chemistry and microbiological testing retain evaluation were performed. Product was within specifications. Batch record review for the reported lot did not show any deviations or provide reason for patient's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from patient was tested and found to be within chemical specification, however it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.